Manufacturer narrative:
(B)(4). Cartridge pan dislodged. Additional information was requested and the following was obtained: please clarify what is meant by the cartridge pan did not fit when the package was opened. Was the cartridge difficult to load into the stapler? ---yes. According to the rep, the cartridge pan did not fit into the plastic part of the stapler. The analysis results showed that one ecr60d reload was received unfired, with the pan detached on the right proximal side. While no conclusion could be reached on what caused the pan to dislodge, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, it was found that the cartridge pan did not fit when the package was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.